Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. The customer was instructed by technical support to perform several procedures, including disconnecting tubing and delivering boluses, to address the occlusion issue. Despite recurring alarms, it was determined that the occlusion was due to debris in the pneumatic tap area of the pump. The customer was advised to clear the debris, clean the area, and replace supplies as needed, after which insulin therapy was successfully resumed. Ultimately, the pump was replaced and the customer reverted to an alternate method insulin therapy.